Event description:
The customer reported that during a radical partial vulvectomy, the device jaws could not be re-opened and the blade was dislodged. The device was not on tissue when the jaws could not be re-opened and there was no pt injury. The surgeon opened another device to complete the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.